Event description:
The following has been reported: staff reported to biomed "the patient's IV pump was alarming with an error. I turned it off and then back on and reprogrammed the infusion. Minutes later, the pump alarmed with the same error." No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: inlet valve actuator-improper movement command reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Fluid valve pins were moving smoothly, and damage was not seen on the optical flags to suggest a possible collision condition with the valve pins. Long-duration primary and secondary infusions were run in an attempt to recreate, without success. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.